Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, it was found that there is a damage on the tip of the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. Additional investigation identified the inner diameter of the shaft to be in nonconformance as excess adhesive on the inner rim of the shaft was found inside the valve hub. The "manufacturing deficiency" conclusion codes were selected for the allegation of "damaged/defective" and the secondary finding of the excess adhesive as cis analysis confirmed the dilator tip to be damaged as the complaint summary mentioned and identified excess adhesive at the access site of the proximal end of the shaft as the cause of the damage on the dilator.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, it was found that there is a damage on the tip of the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.